Manufacturer narrative:
Concomitant medical devices: 507652 lead, implanted (B)(6) 2014.

Event description:
It was reported that approximately two weeks post-implant, diaphragmatic stimulation by the left ventricular lead was observed. The lead was reprogrammed for reduced output and remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.